Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device the flange of the tracheotomy tube completely detached from the tube about 12 hours after the tube was placed. Unsure of how it occurred, but when the patients were checked on by staff the flange was completely detached. The tube was then thrown away by the clinician and then replaced with an xlt trach. Decannulation/reintubation was required.